Event description:
It was reported that the bur broke while being loaded into the handpiece. It was also reported that there was no pt involvement. No further info has been provided.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.